Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion with a bend of less than 45 degrees was located in the moderately tortuous and moderately calcified middle right coronary artery. Pre-dilatation was performed resulting to a 50% residual stenosis. Following pre-dilatation, a 3.50 x 48mm synergy xd drug-eluting stent was advanced; however, the stent strut in the middle part was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.